Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery, three clips were broken in the applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800134 was manufactured on 10/04/2018 a total of 291 pieces. Lot was released on 10/17/2018. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during surgery, three clips were broken in the applier.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for the following tcs: (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. At first no clip fired, however a clip shot out of the channel at the last second of the loading process. No clip was in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Two of the clips in the channel were broken at the hook. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip broke in applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clip was unable to load, and no clip was in the next position of the channel. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The device was also found to have broken internal ratchet ears which caused the clips to become out of position and stack on one another. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that during surgery, three clips were broken in the applier.